Event description:
The patient came in reporting knee pain and the surgeon ordered a CT scan that showed the implants to be loose. The cause of the loose implants is unknown. About 5 years and 2 months after the primary surgery, the surgeon revised all components and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24 march 2023. Lot 174562: (B)(4) items manufactured and released on 15-nov-2017. Expiration date: 2022-nov-02. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Additional component involved, batch review performed on 24 march 2023 gmk-sphere 02.12.0004r femoral component sphere cemented size 4 r (k121416) lot. 176212 lot 176212: (B)(4) items manufactured and released on 04-jan-2018. Expiration date: 2022-dec-13. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.0035rp patella resurfacing size 3 (k090988) lot. 178691 lot 178691: (B)(4) items manufactured and released on 14-mar-2018. Expiration date: 2023-feb-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.